Event description:
First noticed problem in october of 2006 when item malfunctioned the first time. With second malfunction, item was pulled from use. With both instances, a cervical cytology brush was placed into the cervical canal to collect specimen. With attempted removal, the brush separated from the handle and brush remained behind in the cervical os. A removal tool -forceps- had to be used to extract the brush from the cervical os. Manufacturer was called but declined to take report stating item had been discontinued.